Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the ipg became unable to communicate with external devices. As a result, surgical intervention was undertaken on 05jan2026 wherein the system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated.